Event description:
Information was received in 10/2004 from a physician regarding a pt, initials, age and medical history unknown, who experienced swelling and/or a flare. Indication for synvisc and injection dates were not provided. The pt received synvisc intra-articularly on unknown dates. Pt experienced swelling and flare which required treatment with steriod injection on an unknown date. No other info was provided. At the time of this report the pt had recovered. Follow-up information was received from the physician in 10/2004 regarding a pt, who experienced right knee flare (pain, effusion, swelling). The pt began treatment with synvisc in 2004. The pt received synvisc into both knees 4 days earlier. Four days later pt experienced pain in the medial aspect to the right knee, swelling and a large effusion. The knee was aspirated for 140 ml of straw colored fluid. The joint aspirate was not sent for analysis. A steroid injection was administered four days later. Three days after the right knee was aspirated again (volume unknown). No steroid was given at that time. Synvisc therapy was discontinued. The physician did not provide causality info. At the time of this report the pt has recovered. Investigation results: review of data did not indicate trends that could be associated to any product complaint.